Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2022-oct-10: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt said when they unlock their controller, they receive a message that says settings not available. Pt said they also receive this message when they try to increase their stimulation. Pt mentioned they can decrease their stimulation but cannot increase it within any of their groups (pt was currently in group b). The patient was redirected to their healthcare provider to further address the issue. Pss also emailed reps for further assistance. Redirected caller: patient's hcp (B)(6) 2022: additional information was received from the manufacturer representative (rep). It was reported that high impedances were found on electrode 7 and there was a loss of stimulation. The rep reprogrammed and was able to get coverage over needed areas. The patient still has high impedance reading on the 7 electrode, however they were able to program around the issue and get coverage for the patient. (B)(6) 2023: additional information indicated that patient was seen today for a reprogramming of his scs. He stated that a message was popping up on his remote that said "desire settings are unavailable" during the reprogramming session it was noted that electrodes 6 and 7 were measuring high impedances (37440 and 37550 respectively). They were able to reprogram his stimulator and get full coverage of his painful areas. They am unsure of the cause of the elevate impedances. Reference electrodes were changed and there was no change to the shorted electrodes. (B)(6) 2023: patient was seen today due to him not having the ability to increase the stimulation on a couple of his programs. Impedance was tested and found electrodes 3, 6, and 7 to have high impedances (34220, 34270, 34370 respectively). Measurements did not change with a change in the reference electrode. We were able to program around the issue and get him coverage in the areas where he needed it. On (B)(6) 2025: patient was seen today to reprogram his stimulator. He stated that he was unable to increase 2 of 3 programs on his stimulator as he was hitting oor. An impedance check was performed and it was found that electrodes 1,4,6,7 are displaying as "open." No matter the reference electrode. We tried multiple programs and were able to get a couple programs that worked from a stimulation standpoint. It should also be noted that, when programmed on the "0" electrode we continued to hit oor despite it not showing up as open on the impedance test. The physicians nurse was made aware of the issue. The number of electrodes that have shown issues has progressively increased over the last couple years.